Event description:
It was reported that the user experienced overnight low glucose after skipping their usual bedtime snack and treated the hypoglycemia with fruit juice, which resulted in a near overcorrection to approximately 180 mg/dl. Education was provided to treat lows with 5¿15 g of fast-acting carbohydrates and wait 15 minutes, consistent with pump treatment guidance, and the issue was characterized as a user procedure issue with no device component implicated. Symptoms included hypoglycemia to 65 mg/dl with impaired vision. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent improper treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.